Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a nc emerge balloon catheter. The balloon was loosely folded and there was blood in the balloon and shaft. The balloon was soaked in a warm waterbath for two days. Analysis of the tip, balloon (and markerbands), inner/outer shaft included microscopic and visual inspection. Inspection revealed a pinhole in the balloon material that was located at the proximal edge of the distal markerband, and there were numerous kinks in the hypotube. Inspection of the rest of the device found no other damage or defect.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was removed without any problem and the procedure was completed with another of the same device. There were no patient complications reported.